Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the design of the device to measure intracranial pressure had the potential to lead to an error. According to the report, the measurement column on the drainage system device did not have the ability to lock the column on a unit of measure. The column could easily be unknowingly switched from mmhg to cmh2o. It was stated this had occurred two times, once on (B)(6) 2017 and another time on (B)(6) 2017 where the cylinder moved from mmhg to mmh2o on its own. Reportedly, the device was replaced with another drainage system on (B)(6) 2017. There was no patient injury, and the patient was discharged from the hospital on (B)(6) 2017.